Event description:
The tube head of the device came out of the yoke as it was being placed back to the wall after taking an x-ray scan. The tube head was caught by the operator and no injury was reported.

Manufacturer narrative:
The device is over (B)(6) and was discontinued in 2010. Our initial investigation concluded that this device has not received periodic annual maintenance as recommended in the user manual. The device is beyond end of life.